Event description:
During the procedure, the surgeon was using the mega needle driver and a cable mechanism on it broke. No harm was done to patient nor was any retained pieces left in patient. The surgeon withdrew the instrument, and we opened a new one for the remainder of the procedure. 5 lives were left on the needle driver at time of breakage. Mega needle driver: ver: 08, lot: k112404040199, ref: 470194.